Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a non-conformance with the ins. The system was replaced with a new recharge system as the previous system was defective and does not load.